Manufacturer narrative:
B5: describe event or problem - updated to account for cardiac tamponade event. D3: manufacturer address 1, manufacturer city, manufacturer state, manufacturer zip/postal code - updated g1: MFR contact first name, MFR contact last name, MFR contact phone number, MFR contact email- updated h6: patient codes- added a cardiac tamponade patient code.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred during the procedure. Post procedure while the patient was in recovery it was noted that they had a pericardial effusion. No further information is available at the time of this report. It was further reported that the physician performed a pericardiocentesis to help treat the effusion. The patient has recovered from this event and has been discharged from the hospital. It was further reported that the patient experienced cardiac tamponade in addition to the previously reported pericardial effusion on the same day post procedure.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred during the procedure. Post procedure while the patient was in recovery it was noted that they had a pericardial effusion. No further information is available at the time of this report.

Manufacturer narrative:
B5 updated

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred during the procedure. Post procedure while the patient was in recovery it was noted that they had a pericardial effusion. No further information is available at the time of this report. It was further reported that the physician performed a pericardiocentesis to help treat the effusion. The patient has recovered from this event and has been discharged from the hospital.